Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) guided pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent was deployed; however, the first flange of the stent did not fully expand. The stent remains implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.